Manufacturer narrative:
(B)(4). The device was returned to baxter and evaluated, and the reported condition was confirmed. This complaint was opened as an ancillary event of (B)(4). The cause was unknown. To correct the condition, the pole clamp pad was replaced. If any additonal information is received, a follow-up will be sent.

Event description:
During product evaluation by a baxter service technician, a colleague infusion pump was found to be missing a pole clamp pad. This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This involved a colleague p1.5 infusion pump with user interface module master software version 5.48.92. No additional information is available.